Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. There was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and death, septic shock secondary to peritonitis, bacterial peritonitis, severe protein calorie malnutrition, or acute respiratory failure requiring mechanical ventilation.

Event description:
It was reported by the patient's peritoneal dialysis nurse that the patient had expired on (B)(6) 2016 after experiencing septic shock which the nurse had attributed to an unintentional bowel perforation during an earlier triple bypass surgery. This diagnosis was later broadened in patient medical records, which were received for review, where it was reported that the patient experienced septic shock secondary to peritonitis, bacterial peritonitis, severe protein calorie malnutrition, and acute respiratory failure requiring mechanical ventilation, which ultimately lead to the patient's previously reported expiration. The patient presented with abdominal pain, and had recently undergone a post coronary artery bypass graft on (B)(6) 2016. The patient had some abdominal pain post operatively, but elected not to disclose this, as they wanted to go home. Upon discharge the patient was weak, effectively fell out of their car upon arrival, and stayed home with the abdominal pain. The patient was eventually brought to the emergency room, where he was found to be in septic shock. The patient was intubated, and a central line was sited. The patient was treated with intravenous zosyn and micafungin and fortaz and ancef intra-peritoneal and intravenous vasopressors. The patient's status worsened despite aggressive antibiotics and (B)(6) therapy. Free air was found under the diaphragm. The patient had an extremely poor prognosis and family members and the medical team decided on comfort care only.